Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID 5086mri52 x2, implantable pacing leads, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device system was explanted due to a pocket infection. No further patient complications have been reported as a result of this event.